Event description:
It was reported that patient had a manipulation under anesthesia due to arthrofibrosis to relieve joint immobilization.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, this is a complaint submitted by the (B)(6) study, reporting adverse event 1 for subject (B)(6). The primary surgery was performed in (B)(6) 2018. Adverse event 1 occurred in (B)(6) 2018. It was documented as arthrofibrosis that required a "manipulation under anesthesia" to improve range of motion. The device remains insitu and the subject continues in the study. Several attempts have been made to obtain clinical/medical documents to no avail. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.